Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient became unwell on (B)(6), heart rate increased, hypotensive, tachypneic. Chest x-ray completed at that time, radiologist reported to our clinical associate that the PICC had cracked. ICU was consulted regarding patient's condition. No intervention required by ICU at that time. Continued to be managed in neurosurgery special care unit. PICC was removed by interventional radiology today. Patient currently stable and continues monitoring in our special care unit. No other information was provided.